Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump for over an hour. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.